Manufacturer narrative:
Service visit performed but the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that there was a footswitch defect during surgery. The surgery was delayed for 2 hours while the system was repaired and then the surgery was finalized without any further issue. Consequently to the delay the patient experienced eye pain. Additional information has been requested but not received to date.